Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) reported that the diagnostics performed related to the pain was a CT scan. There was no significant inflammatory stranding around the battery pack and there were no fluid collections. There was cause determined for the stoppage of therapy.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for gastrointestinal/pelvic floor. It was reported that in (B)(6) 2015 therapy stopped working, there was pain at the pocket site and the patient had a fever. The rep directed the patient to seek medical attention due to a potential infection. The patient was finally able to see the doctor and the healthcare professional (hcp) decided to have everything on the right side removed to let it clear up. Further follow-up is being conducted to what diagnostics were performed, and if the cause of the issues were determined. If additional information is received, a follow-up report will be sent.